Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and high threshold measurements. Surgical intervention was performed to replace the rv lead. It was also noted that there was a loose connection between the rv lead and the pacemaker. The rv lead was successfully explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise and high threshold measurements. Surgical intervention was performed to replace the rv lead. It was also noted that there was a loose connection between the rv lead and the pacemaker. The rv lead was successfully explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.